Event description:
The iab was inserted into the pt on 9/19/97 at 2:00 a.m. And removed on 9/20/97 at 9:00 a.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. The pt went on to expire on 9/23/97 at 2:45 p.m. The contact at the facility stated that the death was not a direct consequence of the iab or iab therapy. (Event complications: major ischemia/removal required)- reported 11/19/97. (Pt's current status: expired - rpt'd 11/19/97.)